Manufacturer narrative:
(B)(4).

Event description:
The consumer reported stimulation in an undesired location. The patient was supposed to feel stimulation in the left buttocks area. Instead, the patient felt stimulation more in the right leg and at times around the midsections. This occurred suddenly around (B)(6). The patient had a follow-up appointment with the doctor on the thursday following the report and wanted to inquire about a manufacturer's representative (rep) being there. Later, the rep reported impedances were good and reprogramming was completed. Reprogramming resolved the issue. The patient just needed further programming to cover more of one sided pain. Everything resolved. Relevant medical history included non-malignant pain